Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report multiple calibration error alerts and that the sensor glucose and blood glucose readings had discrepancies. The customer mentioned that she lost the sensor during sleep, was able to reconnect it and received the cal error alert. The customer's blood glucose level ranged from 135 to 400 mg/dl. The customer was advised that their sensor would be replaced, and to return the sensor back for analysis. The insulin pump was not replaced or returned.